Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. Two x-ray and one photo sample were provided for evaluation. The first photo sample shows two powerglide pro catheters side by side without the housing assembly. The catheter on the left is shorter in length. The distal tip appears to have an uneven edge. The first x-ray sample appears to show one of the catheters in use. The hub and catheter shaft is visible. The second photo shows a measurement drawn over an outline in the x-ray that appears to be part of the catheter. The measurement shows ¿a: 10.33 mm¿. The break surfaces are not clearly visible in the photo samples provided. Possible contributing factors include sharp instrument damage, kinking, and material fatigue. Since a break in a section of the catheter was observed, the complaint is confirmed but the exact cause remains unknown. Two sealed boxes containing 10 20 ga x 10 cm powerglide flex devices each were also returned for investigation. The boxes were opened and each sample was found to be sealed. The product information label showed ref: 6f120100 and ln: redn2118. Three sealed samples were opened and no apparent issues were observed. Microscopic observation of the catheter revealed no apparent issues. The three opened samples were cut approximately 1.5 cm from the distal end and the wall thickness was measured. The measurements taken were found to be within the specification requirement. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
The catheter was "refuted by the insertion point and when it was removed, a part of the catheter was kept within the patient: between 1 and 1.5 cm from the distal part."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2118 showed one other similar product complaint(s) from this lot number.

Event description:
The catheter was "refuted by the insertion point and when it was removed, a part of the catheter was kept within the patient: between 1 and 1.5 cm from the distal part."